Manufacturer narrative:
Qn#(B)(4). The reported complaint for "ECG signal loss" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ECG signal loss". Additional information states that a second iab pump was used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "ECG signal loss". Additional information states that a second iab pump was used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".